Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that tower door 3 was failing intermittently. A field service engineer (fse) cleaned, reseated the latches and applied grease to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was not recovering and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.